Manufacturer narrative:
This lead was capped on (B)(6) 2024 and additional report of lead fracture was received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Post generator change a drastic increase in impedance, loss of capture and noise seen on rv lead. Evaluation in person and x-ray recommended. Device remains implanted. Should additional information be received, this file will be updated.